Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2016-00226: plate, 3025141-2016-00227: screw 1, 3025141-2016-00228: screw 2, 3025141-2016-00229: screw 3, 3025141-2016-00230: screw 4, 3025141-2016-00231: screw 5, 3025141-2016-00232: screw 6, 3025141-2016-00234: screw 8, 3025141-2016-00235: screw 9 and 3025141-2016-00236: screw 10.

Event description:
An acu-loc 2 vdr plate was implanted. The plate was explanted post operatively as the original placement done was not ideal and the patient was not healing properly. The plate and ten screws were explanted.